Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The event occurred after three or more hours of insertion. Infusion sets were used for nineteen hours. The insertion site was the left side of the bully button. Blood glucose level was displayed high at the time of the event due to which patient went to a hospital on (B)(6) 2025 and patient got treated with intravenous (IV) fluids and multiple daily injections. Patient was also found positive for high ketones level and ketones level were found to be life threatening. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010768, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6010768". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010768 was manufactured according to the work instruction (wi) version 120 and packaged in the linea 08 on 27-dec-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing: the tubing lot 4m01717 was glued according to the form-001865 version 02 and manufactured in the machine itl03, on 15-dec-2024, with a total of (B)(4) units. The tubing lot 4l03499 was glued according to the form-001865 version 02 and manufactured in the machine itl03, on 23-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report 2377070.pdf attached in this record. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint has been evaluated as a type 4 (escalated to corrective and preventive action (CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities. This is a complaint which is being addressed as part of a corrective and preventive action (corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1515780. · 1. Include the defect in document 4805074 (work instruction inset line). · 2. Improve guards of the conveyors. · 3. Update trays for the stock of cannulas. · 4. Update document 3a02003 (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. · 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: · add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database 1771074- 30/sep/2025).

Event description:
To date no additional patient or event details have been received.